Event description:
Additional information was received indicating reprogramming of the device was performed to resolve the event. The patient was stable.

Event description:
During a remote follow up, episodes of far field p wave oversensing and undersensing resulting in an incorrect interpretation of signals and inappropriate therapy being delivered were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.